Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The surgeon was inserting screw into the plating system when the screw snapped in half.

Event description:
The surgeon was inserting screw into the plating system when the screw snapped in half.

Manufacturer narrative:
The macroscopic and microscopic investigation showed that the screws broke in forced rupture mode because of too high torsional forces being applied during insertion. The fractured surface of both screws showed the typical flow structures of a ductile torsional breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any design, material or manufacturing related issue.